Event description:
The event occurred in great britain. It was reported that during a hysteroscopic resection of the fibroid, the loop broke at the bottom part, and it completely detached whilst inside the patient. The missing part was found in the uterus and could be removed with the existing part of the instrument. No harm to the patient, user, or third occurred. The procedure was prolonged for about 5 mins. Additional patient information is not available.

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Due to the fact, that both electrodes are heavy bent, it is most likely that excessive force has been applied. Most likely leading to the break of the cutting electrode which came close to the neutral electrode and generated a short cut, resulting in the neutral electrode to be cut of and melt down. The event is filed under internal karl storz complaint ID: (B)(4).